Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous and calcified right coronary artery. A 3.00 x 16mm promus premier drug-eluting stent was selected for use. However, when placing the stent, the physician "felt a catch" and so, the device was removed from the patient's body. There were no visible damaged noted upon inspection. The physician then advanced the stent back through the guide catheter but could not see the stent on the balloon. The device was inflated at 3 atmopheres and was confirmed that the stent was not on the balloon. Flouroscopy was used to examine the guide catheter and found out that the stent had fallen off from the balloon during insertion. The device was removed outside the guide catheter. The procedure was completed with a different device. No patient complications were reported.